Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history records indicated the product met release criteria. There have been no other complaints reported in the lot number. The product investigation could not identify a root cause. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported three pts seeing halos following bilateral intraocular lens (iol) implant surgeries. The pts also required glasses for vision correction. Add'l info has been requested. There are six medical device reports associated with this event. This reports for the second pt, right eye. The first pt was previously reported under MFR report #1119421-2013-00488 and 1119421-2013-00489.